Manufacturer narrative:
MFR reference # (B)(4). Reported to FDA on 05/26/2016.

Event description:
Additional follow-up was requested and on 05/09/2016 the surgeon provided the following details. The istent procedure was aborted due to compromised visibility. The istent could not be found after it was attempted to be implanted. Postoperative imaging confirmed a malpositioned stent. The malpositioned stent did not result in any adverse impact to the patient post-operatively. The surgeon stated that the eye is stable and quiet and that the patient is being monitored. The most recent iop (operative eye) was 16 mmhg on (B)(6) 2016.

Manufacturer narrative:
The device history records were reviewed and there were no nonconformances thought to be related to the reported event. The device remains implanted in the patient and is not available for evaluation. (B)(4). Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. Submitted to FDA on: 04/12/2016.

Event description:
During cataract surgery with attempted istent implantation in the patient's left eye, the stent became lost in the eye. The surgeon attempted to implant the stent twice, but was not successful. On the third attempt, the surgeon lifted the gonioprism and was subsequently unable to visualize the istent; no backup stent was implanted. The patient is being monitored and additional information has been requested.